Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion set broke at the "connect/disconnect" location when she removed it from the packaging. No adverse event was reported. The alleged product was replaced and requested for evaluation.